Event description:
It was reported that the patient presented remotely with agonal rhythm via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited loss of capture due to qrs widening. No intervention was performed. The patient had passed away on (B)(6) 2024. Cause of death was unknown.

Manufacturer narrative:
Reported event of over-sensing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. The device image indicated the device was within normal range of operation, high current noted is due to device operating at high output pacing and lead damage. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.